Manufacturer narrative:
Medwatch sent to the FDA on 09/08/2016. Further information has been requested of the initial reporter regarding: patient information. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown discoloration was observed on the outer surface of the shell and the valve. Blue discoloration was observed on the shell and the valve, consistent with the use of methylane blue. A valve test was performed and no leakage or resistance to flow was observed. A leak test was performed and leakage was observed. Microscopic analysis noted seven striated opening in the shell, described as with surgical removal of the device. The event reported is a physiological complication, and analysis of the device generally does not assist apollo in determining a probable cause for this event. Device labeling addresses nausea and vomiting as follows: precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had "struggled with nausea and vomiting in the beginning, [patient] seemed to get through that for a few days but then represented back to the office with continued nausea and vomiting. [Patient] received IV fluids multiple times. After several days of symptoms and missed work, patient decided to have balloon removed. Uncertain about patients compliance with recommended/prescribed medications."

Manufacturer narrative:
Device labeling addresses the reported event of pain, cramping and dehydration as follows: possible complications: possible complications of the use of orbera include: - abdominal or back pain, either steady or cyclic. Possible complications of routine endoscopy & sedation: potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed. Clinical evaluation of the orbera intragastric balloon system: safety events were as expected for the orbera group, with the majority of the orbera¿ group reporting gastrointestinal adverse events during the first two weeks after placement. The most common device-related adverse events were nausea and vomiting (74.2%), abdominal pain (54.8%), gastroesophageal reflux (38.7%), lethargy (32.3%), and dehydration (25.8%). These events typically resolved within two weeks. Two subjects experienced 7 serious adverse events which led to removal prior to 6 months. Serious adverse events included: gastroesophageal reflux, vomiting, nausea, and abdominal pain. There were no deaths or unanticipated adverse device effects.

Event description:
Additional information: a patient with the orbera intragastric balloon had needed IV hydration after continuous nausea and vomiting. Patient "complained of abdominal pain and cramping with "spasms" when [patient] vomited." Patient was prescribed zofran/compazine, suppository, reglan, emycin, IV therapy and external balloon manipulation.